Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pace/sense portion of the right ventricular (rv) lead was surgically abandoned due to high out of range pacing impedance measurements. A new pace/sense rv lead was implanted. No adverse patient effects were reported.